Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 400 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. The hcp reported the patient had cp (cerebral palsy) and a baclofen pump and was currently unresponsive in the hospital. The hcp wanted to have the pump interrogated. Per the hcp, the pump was not alarming, and they were unaware of any very recent refills or dose adjustments.